Event description:
Customer reports eyelid allergies with md intervention requiring topical medication.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.